Manufacturer narrative:
The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, what the foreign material was, or whether the endoscope was used for a procedure with the foreign material attached to it. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. The facilities used oer-3 according to guidelines. The device was returned to olympus for evaluation and the customers allegation was confirmed. In addition, the following non reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction and the play of the up/down knob does not meet specifications, dents and scratches, and chips throughout the device, and adhesive around the objective lens is peeled. The investigation is ongoing. A supplemental report will be submitted upon the investigations completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a bad angle. During inspection and evaluation, there is foreign matter in the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report MDR is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.